Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. The customer is not requesting repairs at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an error code which rendered the unit inoperable. The patient was transferred to an alternate ventilator and was not harmed as a result of the event.